Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "resistance to injection, inability to use the device" during implantation in unknown eye. Surgery was completed with a backup device.

Event description:
Healthcare professional reported a xen®45 gts event described as "resistance to injection, inability to use the device" during implantation in left eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, b5, e1

Manufacturer narrative:
Device analysis: one xen glaucoma treatment system (gts) injector was received. The xen gts molded tray was returned. The unit box was not returned. The needle cover, retention plug, and cam lock were each detached and not returned. The slider of the injector was completely advanced, the needle was fully retracted, and the bevel was in the center position. A visual evaluation of the xen injector was performed. No damage was observed. To evaluate device functionality, the injector was tested for actuation per method ID: cl-xen-01. The slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Resistance was not observed. Since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions and since resistance was not observed, the expected condition was met. The reported complaint of slider resistance is not confirmed since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions and since resistance was not observed during functional testing.

Event description:
Healthcare professional reported a xen®45 gts event described as "resistance to injection, inability to use the device" during implantation in left eye. Surgery was completed with a backup device.